Event description:
The customer reported that approximately 6-8 minutes after starting a therapeutic plasma exchange (tpe) for a renal transplant patient, the patient reported feeling dizzy and experienced ocular retroversion with generalized tonic-clonic movements. The objective of this procedure was desensitize. The ICU nurse and physicians were notified, the procedure was paused, and the seizure management was initiated. The patient began to present respiratory depression, the ICU staff arrived, and positive ventilation was performed. The patient subsequently developed bradycardia and cardiac arrest with no response to resuscitation maneuvers. After 45 minutes of CPR the patient was declared deceased. Per the customer, on the day prior ((B)(6) 2025) the first procedure was performed using a central venous catheter as access which functioned correctly and the patient tolerated it well. The plasma apheresis was performed after the transplant without any inconvenience with a personalized priming. Numerous attempts were made to retrieve the autopsy report, however after several months, the customer still did not have the autopsy report details. Additional info received reported that ¿the autopsy study of the 17-year-old patient, diagnosed with end-stage chronic kidney disease secondary to gefys, who suffered a fatal event during her 2nd therapeutic plasma exchange, on the 2nd postoperative day following a kidney transplant, is still under review, and no report is available¿. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.6, h.6 and h.11. Investigation: the device was checked out by a service technician at the customer site. A complete equipment check was performed at the customer's request. A general inspection, autotest, and aim check were performed successfully. The equipment shows no damage or failure. The run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. The root cause therefore cannot be determined, however is most likely due to patient disease state as the patient was post-renal transplant (day 2). End-stage chronic kidney disease secondary to focal segmental glomerulosclerosis. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. A patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis guide, the rate of adverse events during therapeutic apheresis is 4% to 5%, with the risk being slightly higher during the first procedure, and varying considerably with the type of procedure; with adverse events from transfusion reactions occurring in 1.6% of therapeutic procedures. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in ""routine"" patients treated in an outpatient setting. No fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. The french apheresis registry calculated an overall mortality between 1/10,000 and 2/10,000. A patient's death during an apheresis series is most often attributed to an underlying disease and is rarely directly related to the procedure. The customer indicated on followup that they did not suspect the device caused the death of the patient. The cause of the death was unknown but also selected no in response to ¿was the cause of death due to the patient¿s disease state?¿. However, during an in-person conversation with the head of transfusion medicine it was mentioned that the patient had a history of heart disease. They reported that the vital signs and laboratory results were within normal parameters before the procedure began, the patient was lucid, and that seven minutes after the procedure started, she went into cardiac arrest. A personalized priming was performed (compatible, with a hematocrit of 55%) and although the results are not conclusive the hospital associates the death with the patient¿s preexisting medical conditions. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 6-8 minutes after starting a therapeutic plasma exchange (tpe) for a renal transplant patient, the patient reported feeling dizzy and experienced ocular retroversion with generalized tonic-clonic movements. The objective of this procedure was desensitize. The ICU nurse and physicians were notified, the procedure was paused, and the seizure management was initiated. The patient began to present respiratory depression, the ICU staff arrived, and positive ventilation was performed. The patient subsequently developed bradycardia and cardiac arrest with no response to resuscitation maneuvers. After 45 minutes of CPR the patient was declared deceased. Per the customer, on the day prior (B)(6) 2025 the first procedure was performed using a central venous catheter as access which functioned correctly and the patient tolerated it well. The plasma apheresis was performed after the transplant without any inconvenience with a personalized priming. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 6-8 minutes after starting a therapeutic plasma exchange (tpe) for a renal transplant patient, the patient reported feeling dizzy and experienced ocular retroversion with generalized tonic-clonic movements. The objective of this procedure was desensitize. The ICU nurse and physicians were notified, the procedure was paused, and the seizure management was initiated. The patient began to present respiratory depression, the ICU staff arrived, and positive ventilation was performed. The patient subsequently developed bradycardia and cardiac arrest with no response to resuscitation maneuvers. After 45 minutes of CPR the patient was declared deceased. Per the customer, on the day prior ((B)(6) 2025) the first procedure was performed using a central venous catheter as access which functioned correctly and the patient tolerated it well. The plasma apheresis was performed after the transplant without any inconvenience with a personalized priming. Numerous attempts were made to retrieve the autopsy report, however after several months, the customer still did not have the autopsy report details. Additional info received reported that ¿the autopsy study of the 17-year-old patient, diagnosed with end-stage chronic kidney disease secondary to gefys, who suffered a fatal event during her 2nd therapeutic plasma exchange, on the 2nd postoperative day following a kidney transplant, is still under review, and no report is available¿. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device was checked out by a service technician at the customer site. A complete equipment check was performed at the customer's request. A general inspection, autotest, and aim check were performed successfully. The equipment shows no damage or failure. The run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. The root cause therefore cannot be determined, however is most likely due to patient disease state as the patient was post-renal transplant (day 2). End-stage chronic kidney disease secondary to focal segmental glomerulosclerosis. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. A patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis guide, the rate of adverse events during therapeutic apheresis is (B)(4), with the risk being slightly higher during the first procedure and varying considerably with the type of procedure; with adverse events from transfusion reactions occurring in (B)(4) of therapeutic procedures. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in ""routine"" patients treated in an outpatient setting. No fatalities were attributed to apheresis during (B)(4) procedures reported from the swedish registry. The french apheresis registry calculated an overall mortality between (B)(4) and (B)(4). A patient's death during an apheresis series is most often attributed to an underlying disease and is rarely directly related to the procedure. The customer indicated on followup that they did not suspect the device caused the death of the patient. The cause of the death was unknown but also selected no in response to ¿was the cause of death due to the patient¿s disease state?¿. However, during an in-person conversation with the head of transfusion medicine it was mentioned that the patient had a history of heart disease. They reported that the vital signs and laboratory results were within normal parameters before the procedure began, the patient was lucid, and that seven minutes after the procedure started, she went into cardiac arrest. A personalized priming was performed (compatible, with a hematocrit of 55%) and although the results are not conclusive the hospital associates the death with the patient¿s preexisting medical conditions. Per terumo bcts medical safety team concluded that based on the clinical information available and investigation findings, the spectra optia performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor were there any reported user errors that contributed to or caused these adverse events. Root cause: review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place, and the correct alarms were raised. The device was found to be performing as intended. In summary, signals in the dlog do not show any issues with the spectra optia apheresis system. The device was found to be performing as intended and is safe to use. The hospital physician stated to terumo bct sales manager that the likely cause of death was related to the individual¿s pre-existing cardiac disease. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. A patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure.

Event description:
The customer reported that approximately 6-8 minutes after starting a therapeutic plasma exchange (tpe) for a renal transplant patient. The patient reported feeling dizzy and experienced ocular retroversion with generalized tonic-clonic movements. The objective of this procedure was desensitize. The ICU nurse and physicians were notified, the procedure was paused, and the seizure management was initiated. The patient began to present respiratory depression, the ICU staff arrived, and positive ventilation was performed. The patient subsequently developed bradycardia and cardiac arrest with no response to resuscitation maneuvers. After 45 minutes of CPR, the patient was declared deceased. Per the customer, on the day prior (on (B)(6) 2025), the first procedure was performed using a central venous catheter as access which functioned correctly and the patient tolerated it well. The plasma apheresis was performed after the transplant without any inconvenience with a personalized priming. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.